Manufacturer narrative:
(B)(4). The customer reported to have not duplicated the alleged malfunction.

Event description:
It was reported that the ventilator stopped cycling during patient use. The patient was transferred to an alternate ventilator with no harm.